Event description:
Related manufacturer report number 1627487-2023-00606. It was reported during an ipg replacement on (B)(6) 2023 it was discovered patient had high impedance. The extensions were explanted and replaced to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.